Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after receiving a shock for what was thought to be ventricular tachycardia (vt) below the therapy zone. This patient had dialysis the previous day and was administered amiodarone which resolved the patients rhythm. Technical services (ts) reviewed the available electrograms (egm) which noted a wide complex morphology along with undersensing and t wave oversensing. Ts discussed trying to reproduce the rhythm to assess other sensing vectors. It was noted this patients ejection fraction has further reduced so they might be considered for a device upgrade. This electrode remains in service. No adverse patient effects were reported.